Event description:
It was reported that the programmer could not "start software." Follow-up determined that it would not load the "start" screen. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer could not "start software." Follow-up determined that it would not load the "start" screen. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) programmer booted up with a system error. Power supply has a "burnt" smell. Programmer system fan is noisy.